Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While in the admin application, the reported issue re-occurred during the self test tool and that the error cleared and showed green communication. As a precaution, all connections in the navigation system were re-secured for the dvi and ethernet connectivity. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed a pcoip error about an hour into the procedure. It was reported that the camera of the navigation system was tracking and that the touchscreen was responsive. It was noted after two minutes that the video feed was displayed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.